Event description:
It is reported the patient is experiencing swelling due to a possible allergic reaction.

Manufacturer narrative:
The patient is being monitored for a possible allergic reaction in the form of swelling. Upon conducting a complaint history search, this is the only complaint of this nature for the product family involved. The patient tested positive for a nickel allergy. Nickel, cobalt, and chromium are the most common metal allergies related to the use of orthopedic implants. The implanted device was made of (B)(4) sst which contains approximately (B)(4) percent nickel. It is possible that the patient was unaware of his metal allergy prior to the surgery. Based on information provided, the likely root cause of this issues an unaware allergy of the patient leading to an allergic reaction with the nickel in the (B)(4) sst composing the implant. This product will be monitored for any adverse complaint trends. There was no product returned; therefore, no physical evaluation could be conducted. The dhrs could not be reviewed due to lack of product identification, no lot number provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.